Event description:
Implanted with essure in (B)(6) of 2006, waited the 3 months, had the dye test all is sealed. Immediately my cycles got longer, got worse, and cramps I never had experienced. Clotting and just pain. Began to have good days and bad days. Sharp stabbing pains mostly on my right side. Pain during sex. Clumps of what appears to be tissue would come out while I was using the rest room. Migraines started. They would always come at the worse times. My life was no longer my life. I was getting fatter. My husband began to call me names not understanding what I was going through. Mood swings. He began to call me bipolar. We separated and I joined a gym. Working hard and still gaining weight. I was (B)(6) when implanted. Finally at (B)(6) I went to the doctor. I had enough. I didn't even recognize the person I was anymore. Doctor said I developed pcos. Causes weight gain, mood swings, hair growth in unwanted location, and more. He put me on birth control to control my hormones, wait, birth control, but I'm fixed. There is a reason I got essure, but I followed doctor's recommendations. Lost a little weight. If I stay on it the minute I get off bring on the fat. I want my life back. I can't afford removal. I can't stand looking in the mirror. Even sex with my partner is painful. Stabbing pain that sends you in tears during intercourse, that's attractive. Years later, I'm still fighting the battle. I have 4 children and cannot go into debt to have this device taken out. I'm in limbo not even able to enjoy my life. As I said before there are good days and bad days after almost 9 years, I'm starting to not remember normal life. Except in pictures. To be honest I'm scared to go back to the doctor what if they migrated and that's causing pain. Then I loose more of who I am. I'm lost because of essure.